Event description:
The complainant stated that the head of the bed would not lower. He has replaced the control box and the hand pendant. But the issue remains.

Manufacturer narrative:
After disabling the auto contour, the bed operated properly. The account replaced the auto contour assembly to repair the bed.